Manufacturer narrative:
Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the exact cause of the migration is unknown, as it was found six days post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), six days after the implant of a 29 mm sapien xt valve by tf approach in aortic position, during the final echo before discharge, it was discovered that the valve had migrated towards the ventricle. A second 29 mm sapien xt was implanted to fix the first valve and restore hemodynamics with acceptable results. Tee annulus measurement of the native annulus was 26.5-27.5 mm. The calcification degree was closer to mild than moderate. After the first valve migration to lvot, the native leaflets began to interfere the blood stream and gradient increased. The patient was discharged home.